Event description:
Information was received from a patient who was receiving Unknown Drug via an implantable pump for non-malignant pain. It was reported that the communicator was not syncing up with the personal therapy manager (PTM) and the only way to reset it was to restart the PTM. The communicator would flash and not connect saying communicator not found. They were also getting the 156 error at least twice a day now. They noted the issue started probably close to a year ago when connecting to the PTM app and it got to a point where it was time consuming because they would have to restart and reload the PTM back up; it took 16 minutes to connect to PTM app and then another 17 minutes to process the bolus. Their PTM was replaced years ago and once they got this one they always lagged at 90%. During call agent walked them through clearing data, resetting communicator, and had them close all applications. They were able to connect to PTM app like normal. They will call back if issues persist.

Manufacturer narrative:
B3: Event date is not known. Please see B5 for approximate date range, if applicable. Section D references the main component of the system. Other medical products in use during the event include: Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.